Event description:
It was reported that during an adenoidectomy procedure using an evac 70 xtra hp with integrated cable, after 7 minutes of activation the surgeon alleged that the wand became less effective and that an electrode was noticed to be missing from the wand tip. The electrode was not found, however the surgical site was flushed. The procedure was completed using a backup wand. There were no significant delays or patient complications reported as a result of this event.